Manufacturer narrative:
The microcatheter and pusher used in the procedure were not returned for evaluation. The implant was returned completely stretched at the proximal loops. The introducer was returned intact with no damage. The distal glue ball was measured and met specifications. The reported complaint is non-verifiable. Only the implant and introducer was returned. Without the return of the pusher, the mode of implant separation could not be determined. The inspection of the implant found it to be severely stretched and damaged, which is consistent with the coil experiencing excessive tensile forces. The microcatheter used in the procedure was not returned for evaluation, so it could not be determined if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil detached unexpectedly while exiting the distal tip of the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no additional intervention or reported patient injury.